Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other 20/30 indeflator referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The broken faceplate was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion with no tortuosity, no calcification and 80% stenosis in the proximal left anterior descending artery. An indeflator was used to inflate a non-abbott balloon dilatation catheter (bdc) but the balloon ruptured below 10 atmospheres. A new non-abbott bdc and a new indeflator were selected; however, the second bdc ruptured below 10 atmospheres while using the second indeflator. It was suspected that the pressure indicator of the indeflators was not working. No leaks or breaks were noted on the indeflators. A non-abbott inflation device was used to inflate the bdc and successfully treat the lesion. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.